Manufacturer narrative:
The visual inspection of the instrument did not show any serious deviations. The try to spin the inserted tool by hand showed already that it was only possible with a higher force. It is directly noticeable that the instrument is not running free. The test run showed then that it was running far out of specification with a > 10x higher power consumption. Within a few seconds the head overheated so strong that it was not possible to touch it. After disassembling of the product, it got visible that all ball bearings have been worn out which caused the high friction and hence heat up. Check of the product history showed that it has not been repaired for 7 years. Root cause for the heat up is in the end the use of a worn-out instrument as the user did not follow the instruction for use. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Reported as similar products get distributed in the USA.

Event description:
The dentist described that he wanted to adjust the occlusion. When he started to grind the patient almost immediately complained about the pain. Dentist recognized that the head of the handpiece had overheated and caused a burn on the left inner cheek.